Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification; the stylus was not working. It was also identified that the bullets assembly was missing and the light emitting diode (led), window of the radiofrequency(rf) head was cracked. The cable of the rf head was twisted inside the cable but functional and the anti-slip layer was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.